Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The fault was not reproducible during in house testing and there was no fault found with the returned device. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4.

Event description:
It was reported to resmed that while an astral device was being serviced an alarm was triggered. The alarm resulted in an unexpected restart of the device and an error message was displayed. The device was not in use when the fault occurred, therefore, there was no patient involvement.